Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was 117 mg/dl. However at the time tandem technical support was contacted the bg level had not lowered and the customer stated would administer a bolus when the pump cleared. During follow up with tandem technical support the customer stated had received additional altitude alarms. It was indicated that the customer would use an alternate pump for insulin therapy.